Event description:
It was reported that solution from a homechoice cassette had leaked onto the patient's floor and the patient. This occurred during the fourth drain cycle of peritoneal dialysis therapy, while the care giver was trying to end therapy. The care giver stated that they had disconnected during the fourth drain cycle and had left the patient line open as they pressed stop, which resulted in the leak. There was no adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of this event was that the user had disconnected from the patient line of the cassette prior to ending therapy, which is a user error. The homechoice patient at home guide is included and shipped with every cycler unit. The guide gives proper instructions on how to end therapy early. Should additional relevant information become available a supplemental report will be submitted.